Event description:
Ventilator connected to pt began to smell of burning plastic and began to omit smoke. The screen went black but the ventilator continued to function until it was disconnected from the pt and taken out of service. No injury.